Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient had a sample collected and tested in the laboratory using an unknown method, resulting with a value of 2.9 inr at 6:15 a.m.. At 7:15 a.m., a sample from the patient was tested on the meter, resulting as 2.0 inr. The patient's warfarin medication was adjusted based on one of the values. The patient was not sure if the medication change was made based on the laboratory result or if it was based on the meter result. No adverse events were alleged to have occurred with the patient. The patient's current condition is poor. The patient stated that his doctor likes to keep his therapeutic level at around 2.0 inr. The patient's testing frequency is once per week. The customer was not anemic, did not take heparin, does not have antiphospholipid antibodies, did not take direct thrombin inhibitors, had no change in warfarin, had no new medications, had no diet changes, had no new illnesses, and had no symptoms of bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.